Event description:
It was reported by the customer that the pyxis medstation es system experienced a problem in which the station was unable to switch from profile mode to non-profile mode, preventing users from obtaining the necessary medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was unable to switch from profile mode to non-profile mode. A technical support specialist adjusted the profile settings to non-profile mode utilizing a temporary option, and it was verified that the problem was rectified. The system functioned as intended after the technical support specialist troubleshooted the device.